Event description:
Product surveillance was contacted by the home patient (hp) and care giver (cg) on (B)(6) 2012 regarding a check lines and bags alarm. The hp stated that they were able to resume therapy using the new supplies. The hp stated that when they were taking apart the supplies, the cassette was leaking. The hp stated that she did not notice any damage or problems with the cassette, just that it was leaking. Otherwise, therapy had been going well. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation: the problem was not confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.